Manufacturer narrative:
The reported event could not be confirmed, because the complained devices were not returned for investigation. In this context it is not possible to determine the root cause of the breakages. But according to the related design risk analysis, these are possible root causes: insufficient bone-quality/quantity, incorrect choice of screw (diameter, length, type), implant damage/breakage due to compromized mechanical strength of implant/instrument (wrong screw, wrong drill, inappropriate material, inappropriate design, inappropriate handling), wrong screw choice due to too less/incorrect information on product, incorrect screw hole position. Because the threshold of the complained failure rate is exceeded at this time, nc # (B)(4) was initiated. Product surveillance will continue to monitor complaints of this type for adverse trends. Based on the evaluation no indications for any material or manufacturing related problems were found in this investigation.

Event description:
It was reported that two leibinger screws from a micro facial plating kit have allegedly broken during plating surgery of a patients forehead. The customer has reported that the two screws reportedly broke off whilst being screwed into the bottom of the plate. The customer has reported that the screw heads allegedly sheared off during screwing, leaving the screw ends implanted in the skull. The customer has reported that the surgeon attempted to remove the screw ends, however was not successful and has left them implanted. The customer has reported that the surgery was completed by the surgeon deciding to use bone wax instead of continuing with plating. The customer advised that there was a delay to surgery of approximately 15-20 minutes. A request was made at the intake of the complaint for a copy of any post operative scans or x-rays that may have been taken, however the customer has reported that no scans or x-rays were taken. The customer has reported that he believes that the screws were 1mm in diameter and 3mm in length. The customer has advised that further product information relating to lot code and product reference is not available at this time.

Event description:
It was reported that two leibinger screws from a micro facial plating kit have allegedly broken during plating surgery of a patients forehead. The customer has reported that the two screws reportedly broke off whilst being screwed into the bottom of the plate. The customer has reported that the screw heads allegedly sheared off during screwing, leaving the screw ends implanted in the skull. The customer has reported that the surgeon attempted to remove the screw ends, however was not successful and has left them implanted. The customer has reported that the surgery was completed by the surgeon deciding to use bone wax instead of continuing with plating. The customer advised that there was a delay to surgery of approximately 15-20 minutes. A request was made at the intake of the complaint for a copy of any post operative scans or x-rays that may have been taken, however the customer has reported that no scans or x-rays were taken. The customer has reported that he believes that the screws were 1mm in diameter and 3mm in length. The customer has advised that further product information relating to lot code and product reference is not available at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.